Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Low battery voltage lamp was flagged in the exception history log, with no low battery reset alarm being flagged and no anomalies found in the battery history. Battery resistance was measured within spec. Hybrid is being sent out for further testing.

Event description:
It was reported, the pump was explanted on the day of report. It was reported there was a motor stall that never recovered. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. There were no patient symptoms reported. Additional information reported the pump was replaced and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump (s/n:(B)(4)) found the motor stall was due to corrosion, lubrication and/or wear. The motor stall was also due to shaft-bearing and the gear-pinion. There was an unexplained event in the exception history log. There was corrosion on the top side of gear wheel 3. There was slight tooth wear and residue in the teeth of gear 3. There was shaft wear on the upper shaft of gear 2.

Event description:
The pump was also used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.